Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 64 year old male patient who had been admitted in with the indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The cp was utilized in combination with the automated impella controller (aic).the aic had a malfunction during the insertion of the cartridge of the purge cassette. The team removed and replaced the aic to proceed with the support. No harm was noted due to the revision/replacement. The console replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in h3 to reflect that the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the inability to detect the purge disc was the purge disc detection flag on ic10567 was observed to be broken.